Event description:
Weak/torn mesh. During a ventral hernia repair, the physician attempted to place sepramesh, however, during suturing the mesh tore resulting in a 1/4" hole. The physician believes the tear may be the result of stress caused from pulling the suture straight upwards versus laterally. The mesh was repaired by suturing a small piece of mesh over the affected area. There is no report of pt injury associated with the event. No additional info is anticipated.